Manufacturer narrative:
(B) (4).

Event description:
It was reported that right after the patient was implanted with a new pump device, the patient experienced motor activation symptoms in their lower extremities. Once the patient's pain stimulation device was shut off, these symptoms went away. The patient was admitted to the hospital and was planned to be discharged within a few days. A dye study was planned to confirm that the pump was functioning fine. The pump seemed to be working well and had provided the patient with pain relief. They had ruled out withdrawal with the patient's pump. The patient's stimulation was still off and had not been turned back on since the incident. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.